Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, and battery tube threads.

Event description:
It was reported that the customer's insulin pump had a crack on the display screen and by the battery compartment. Customer's blood glucose level at the time 270mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.